Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 70% stenosed target lesion was located in the left anterior descending (lad) artery. While advancing a 2.75x16mm taxus liberte stent delivery system (sds) into the lesion, the shaft broke. The break was located outside the pt and the device was removed. A different device was used to complete the procedure. No pt complications were reported and the pt's current condition is listed as "stable".

Manufacturer narrative:
(B)(4).